Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that a customer observed a possible increase in infection rates at their facility while using the stryker plating system, though they are currently investigating all potential causes, including stryker and other contributing factors.

Manufacturer narrative:
Additional information: h6. Correction: it was determined after receiving further clarification from the customer and the log files from the device, this event for this product was not a reportable event per cfr 21, part 803. This supplemental is being filed to identify an MDR was not required for this event. Additional information was requested several times; however, no further details or specific data were provided. Infections, foreign body reactions, and inflammations following implant insertion are recognized adverse events associated with these procedures. These risks are well documented in the instructions for use and have been considered in the risk evaluation of the relevant stryker products. Overall, the benefits of these products for patients outweigh the potential occurrence of inflammation. Therefore, inflammations at implant sites are regarded as procedure-related risks that do not exceed the associated benefits. Consequently, this investigation will be closed and classified as an inquiry.

Event description:
No new information.